Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted upon interrogation that non sustained ventricular oversensing, no capture, a drop in sensing and decrease in pacing lead impedance was observed on the right ventricular lead. Programming changes were made. The lead was capped (B)(6) 2021 and replaced. The patient was stable before, during and after the procedure.